Event description:
It was reported that the patient was presented to the emergency room. Echocardiogram showed pleural effusion on both sides with medium to severely reduced left function and showed moderate aortic regurgitation. The heart was catheterized and heart failure medications were increased which resulted in successful re-compensation. The case was resolved and the patient was discharged. The pleural effusion was determined as implant procedure related. There were no alleged performance issues with the device or leads. The device and leads remain in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01, implantable pulse generator (ipg), (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).